Event description:
During a left heart catheterization (lhc) using the acist cvi contrast injection system, the right coronary artery (rca) was injected with contrast. Subsequent injection of contrast was followed by air bubbles, causing the patient to become unresponsive. Patient had to be intubated and transferred to higher level of care.